Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for the original complaint ¿ patient was revised to address infection. Doi: (B)(6) 2010 - dor: (B)(6) 2011 (right side). Update rec'd (B)(6) 2013 - ppd received. Patient. Was revised on (B)(6) 2011 for infection after review of the (B)(6) 2011 revision. Notes. This complaint is now legal and infection is alleged so all implants are being added to the complaint. Only the head and liner were revised on (B)(6) 2011. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination(s) since release for distribution. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.